Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. Section e1 ¿ phone number complete entry = (B)(6).

Event description:
The customer observed imprecise sodium results for several patients on an alinity c analyzer. The following data was provided (customer¿s normal range is 136-145 mmol/l): sample ID (B)(6) initial result, on (B)(6) 2026, was 185, repeat result was 138 mmol/l sample ID (B)(6) initial result, on (B)(6) 2026, was 162, repeat result was 141 mmol/l sample ID (B)(6) initial result, on (B)(6) 2026, was 112, repeat result was 139 mmol/l there was no impact to patient management reported.